Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device unit including disconnection or a component malfunction on the circuit board due to repetitive use stress and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". Inspection of endoscopic images check if normal light observation images and nbi observation images are displayed normally. ¿1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) medical center. The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the venting connector of the light guide connector was loose, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and a noise image occurred due to damage on the charged coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had no image. The issue was found during preparation for use. The unspecified procedure was completed using a similar device. No delay was reported. There were no reports of patient harm.